Event description:
Reportedly, a pt diagnosed with cellulitis, left forearm and left hand was receiving cleocin. The solution was hung at 2115 and at 1245 the pump alarmed "solu". A puddle was noted on the floor underneath and the pump side was wet. The solution delivery should have taken 1 hour. No pt injury reported. Laboratory evaluation found the leakage to be due to a split side seam in the cassette.